Event description:
It was further reported that the target lesion in the mid left anterior descending coronary artery was 75% stenotic and the vessel was mildly tortuous. The physician used a 6f pinnacle introducer sheath for vascular access and a 6f jl4 guide catheter to cross the lesion. The express stent became lodged in the calcified lesion and a dissection was noted angiographically at the mid left anterior descending coronary artery with distal vessel shutdown. The pt experienced chest pain during this event and was consequently taken for emergent coronary artery bypass graft surgery. The surgery was successful and the pt's status is reported as stable.

Event description:
It was reported that during a coronary direct stenting treatment procedure, the express2 monorail 20/4.0 mm stent dislodged from balloon, a dissection was discovered, and the pt was sent to surgery. The physician was attempting to treat an elderly pt with oxygen dependent copd (not a surgical candidate) who had multiple vessel disease including a tight target lesion in the mid left anterior descending coronary artery. The physician ivus'd the lesion, which was tighter then it appeared originally. Results indicated at least 180 degrees of calcium, so he decided to stent the lesion. He attempted primary stenting with the express2 monorail 20/4.0mm sds, but the stent did not cross freely, so he pulled back on the sds and the stent partially dislodged form the balloon. He attempted to advance the balloon back into the stent, but was unsuccessful. The stent was still on the wire, so he inserted a voyager 2.0 mm balloon and brought it through the stent. He inflated the balloon to capture the stent and attempted several times to pull the stent into the guide catheter, but was unsuccessful. At this time, he noticed a dissection in the mid left anterior descending coronary artery. The vessel distal to the dissection appeared to be closed off. The physician contacted the or and arranged emergent bypass surgery. The pt is listed in satisfactory condition at this time. Additional information has been requested regarding this event.